Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: breached outer tubing overlay at 23 centimeters. Electrical testing to determine continuity of the conductor(s) passed; the defib/svc continuity was not tested, as the svc leg was cut of at 9 centimeters and not returned. Visual analysis revealed outer tubing overlay cosmetic esc and depression. Apparent explant damage noted.

Event description:
It was reported that the crt-d began to externalize from the patient and as a result, all materials/devices were explanted from the patient's right side and a new device and leads were implanted on the patient's left side. It was noted on explantation the lead removed had a wrinkle on the insulation near the anchor. There were no further patient complications reported.